Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. On (B)(6) 2026, while driving, the patient received alerts that his cgm was in a brief sensor error state. The patient did not have a glucometer with him for back-up. Around 630pm, the patient felt like he was going to pass out, lost his balance, and was weak. 911 was called, they arrived and transported the patient to the ER. At the ER, the patient¿s cgm began providing values again and was reading 54 mg/dl while the bg meter was reading 57 mg/dl. The patient was treated with liquid dextrose and IV fluids. The patient was discharged home later the same day. The patient was ¿fine¿ at the time of report and has a follow-up appointment with his doctor on (B)(6) 2026. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.